Event description:
It was reported to medtronic minimed that the customer experienced no communication-between pump and mobile app. The customer reported no adverse event. The event involved product(s) mmt-6121. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6121. Updated summary: gfe clarification: updater app was compatible with mobile device, yet it could not determine reason for the no com between devices and pump was replaced for a physical 780g.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on pixel 6 (os 15) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement (B)(4) document (B)(4). The attached log files contain information indicating that pairing attempts failed 2 times because the bonding was lost approximately 30 seconds after joining the device for pairing. This is typical if the customer has not approved the pairing in the system os pop-ups (usually required to approve twice) within the system timeout (~30 seconds). In this case, the pump should display a ""device not found"" message. Additionally, pairing was canceled multiple times by moving the app to the background. Issue status: confirmed. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: dev's recommendation: 1) please instruct the customer to approve the pairing in both system os pop-ups; 2) please instruct the customer not to move the application to the background during the pairing procedure. The helpline informed that the customer's pump was replaced with a 780g pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.